Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient that required removal of corneal inlay due to corneal haze in the area of the inlay and diplopia in the left eye. The doctor is not sure if the failure of the inlay was caused by the quality of the pocket created by the laser or the inlay.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. However, a technical root cause related to the device is very unlikely as from date of the installation of this device until now no another similar event reported for this device in the last three years. (B)(4).